Event description:
It was reported that shock lead impedance of this implantable cardioverter defibrillator (ICD) system had been increasing over time and measured out-of-range. The patient had received two different episodes of an inappropriate shock due to atrial fibrillation with rapid ventricular response. The shocks successfully converted the patient's rhythm and it was noted that the shock impedance was within normal range during shock delivery. This right ventricular (rv) lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that shock lead impedance of this implantable cardioverter defibrillator (ICD) system had been increasing over time and measured out-of-range. The patient had received two different episodes of an inappropriate shock due to atrial fibrillation with rapid ventricular response. The shocks successfully converted the patient's rhythm and it was noted that the shock impedance was within normal range during shock delivery. This right ventricular (rv) lead remains in service and no additional adverse patient effects were reported. Additional information indicated that the shock lead impedance continued to increase and had reached 165 ohms. Technical services discussed performing a commanded shock to evaluate impedance further. The patient lived in a rural area and it was difficult to schedule follow-up. The rv lead remains in service.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that shock lead impedance of this implantable cardioverter defibrillator (ICD) system had been increasing over time and measured out-of-range. The patient had received two different episodes of an inappropriate shock due to atrial fibrillation with rapid ventricular response. The shocks successfully converted the patient's rhythm and it was noted that the shock impedance was within normal range during shock delivery. This right ventricular (rv) lead remains in service and no additional adverse patient effects were reported. Additional information indicated that the shock lead impedance continued to increase and had reached 165 ohms. Technical services discussed performing a commanded shock to evaluate impedance further. The patient lived in a rural area and it was difficult to schedule follow-up. The rv lead remains in service. It was additionally reported that the rv lead was capped and replaced. No additional adverse patient effects were reported.